Manufacturer narrative:
Additional information: patient reference #(B)(6), kit lot number - vto10042804, kit manufacture date - 01/26/2021, kit expiration date - 01/26/2022. Patient reference #(B)(6), kit lot number - vto10038508, kit manufacture date - 01/14/2021, kit expiration date - 01/14/2022. FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. Patient reference # (B)(6): from our preliminary investigation, it was found in metabase (patient database) that patient reference # (B)(6) did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 10:58am. The result for this test was released on (B)(6) 2021 at 5:12am. The patient's sample resulted in a viral CT value of 35.8, which is in the positive range. The patient's sample was next to a sample with a strong viral CT value of 14.4, which is why it was resulted as a repeat to rule out the possibility of contamination. It was run again for confirmation obtaining a viral CT value of 37.2, which is considered positive for confirmatory testing. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-h037209 at position b9 with a floating blank located on d2. Floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, the floating blank yielded a viral CT value of infinity which is considered acceptable. The patient's plate was extracted manually by a cla (clinical laboratory assistant) using integra # 7,8 viafil # 2, kit lot # 599786 filter plate lot 599893, tcep lot 050321da-tc1, wash buffer lot 043021bh-gb1 and elution buffer lot 598921. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 379 was used for pcr. Furthermore, the sample in question was repeated on rh002638 for confirmatory testing. This plate was extracted using a different method (kingfisher) with different reagents and was processed in pcr with a different mm batch (380) indicating that it was not contaminated since both runs yielded similar results. Patient reference # (B)(6): from our preliminary investigation, it was found in metabase (patient database) that patient reference # (B)(6) did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 10:23am. The result for this test was released on (B)(6) 2021 at 3:55pm. The patient's sample resulted in a viral CT value of 35.1, which is in the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-0051781 at position c7 with a floating blank located on g4. The floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, the floating blank yielded a viral CT value of infinity which is considered acceptable. Plate was extracted manually by a cla using integra # 7,8 viafil # 2, kit lot # 500709 filter plate lot 600629, tcep lot 041821mh-tc1, wash buffer lot 041721afa-ng1 and elution buffer lot 600648.there were no other positive samples on plate-0051781. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 361 was used for pcr. Patient reference # (B)(6): from our preliminary investigation, it was found in metabase (patient database) that patient reference #149613833 did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 11:21am. The result for this test was released on (B)(6) 2021 at 2:58am. The patient's sample resulted in a viral CT value of 33.5, which is in the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-h037208 at position c8 with a floating blank located on b7. A floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, the floating blank yielded a viral CT value of infinity which is considered acceptable. Plate was extracted manually by a cla using integra # 7,8 viafil # 2, kit lot # 599786 filter plate lot 599893, tcep lot 050321da-tc1, wash buffer lot 043021bh-gb1 and elution buffer lot 598921.there were no samples on the plate with an extremely low viral CT value, which have higher potential to produce contamination during specimen processing. The lowest viral CT value on the plate was 30.2. Other positive samples on the same plate had viral CT values 30.31 to 34.80. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 379 was used for pcr. Curative's customer success team responded to the school administrator on (B)(6) 2021 via email and explained to the administrator the all three of the patients' samples were processed and resulted correctly. In conclusion, curative cannot confirm the patients' claims of false positives. The result of the investigation clearly showed true positive results.

Event description:
On (B)(6) 2021, the admin of val verde school district - students/rancho verde high school/ca reported a complaint as to why his team received 3 false positives (1 false positive claim per patient), as they each tested positive with curative, and negative at both with curative and a non-curative site (and with no symptoms), the admin reports this has seriously negatively affected his teams basketball season.